Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation:a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Removal of accolade 2 stem and biolox head. Patient is very osteoporotic and the doctor felt she had some loosening in the stem. The mako cup liner was not removed after examination in the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Removal of accolade 2 stem and biolox head. Patient is very osteoporodic and the doctor felt she had some loosening in the stem. The mako cup liner was not removed after examination in the patient.